Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 1) with multiple cartridges during bolus and basal delivery. Customer's blood glucose level was impacted. Customer was able to load a new cartridge successfully.

Manufacturer narrative:
The device has been received for eval. However, device eval is not yet complete. A supplemental report will be submitted upon completion of eval.